Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently on (B)(6) 2015, the patient was administered local anesthesia to excise the excess skin and the abutment was removed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.